Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The date of issue was (B)(6) 2015 in (B)(6)'s time zone while the date was still (B)(6) 2015 in the united states when the complaint was received.